Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7143958, medical device expiration date: 2018-06-30 , device manufacture date: 2017-05-23 . Medical device lot #: 7174833, medical device expiration date: 2018-07-31, device manufacture date: 2017-06-23 . (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml there was an issue with tube breakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass break with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml there was an issue with tube breakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Medical device lot #: 8004777. Medical device expiration date: 1/31/2019. Device manufacture date: 1/4/2018.

Event description:
It was reported with the use of the bd vacutainer cpt nc: 1.0ml ficoll: 2.0ml there was an issue with tube breakage. There was no report of injury or further medical intervention.